Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was broken at the proximal clevis to the main tube interface, which likely was the cause of poor articulation. The clevis was dislodged from the main tube as a result. The main tube had missing pieces. The breakage was likely due to overloading at the tip. Engineering also found corrosion. The back idler pulleys had corrosion along the edges. The evidence was not conclusive, but damage was likely due to improper cleaning. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the maryland bipolar forceps instrument was noted to have poor articulation. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.